Event description:
It was reported the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. A firmware download was successfully performed which restored the device. The patient would continue to be monitored.